Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms along with a system error 2119. The device underwent a visual inspection, functional testing and electrical safety testing. A short simulated therapy was successfully performed. The device did not meet product specifications related to the reported problem. The reported problem was verified as a system error 2119 during sample evaluation and during the review of the event history log. The cause was determined to be a software malfunction and as a result, the eproms was reprogrammed with the 10.400 software to resolve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on the homechoice (hc) device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.